Event description:
It was reported occlusion alarms occurred resulting in the customers blood glucose level to reach 500 mg/dl. The customer went to the emergency room where ketones were noted, however not dangerous or life threatening. The customer was treated with intravenous fluids of saline and insulin, which resolved the issue and the customer was released the same day with no permanent damage. Customer changed pump supplies and resumed insulin therapy.